Manufacturer narrative:
Image review: xrays taken intra-op.levels implanted: l3-s1.per report one of the peek cages fractured during insertion. It is under which level(l3-4,4-5 or 5-s1) fractured as these cages are radiolucent. Thers is a fair amount of lordosis in spine anf graft sizing for interbody space may be difficult to insert through small opening .tamping or use of mallet may precipitate device fracture. Root cause: surgical technique related

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: macroscopic and optical examination confirms the implant is cracked in multiple locations in the first thin-walled area nearest to the inserter attachment point. This suggests significant impaction force may have been utilized during the attempted insertion. The above observations are consistent with brittle overload during insertion as the mechanism of failure.

Manufacturer narrative:
(B)(4). This device is not approved for use in the united states, however, a like device, part number 9393007, 510k number k094025, is approved for use in the united states. Device returned to manufacturer but evaluation not yet started.

Event description:
Pre-operative diagnosis for this procedure: spondylolistheses l3 - s1 it was reported that intra-op, the cages broke during insertion. Reportedly the products came in contact with the patient and they broke. The fragments of the product remained inside the patient. No patient complications were reported as a result of this event.